Event description:
It was reported that the patient was admitted with pre-term labor at approximately 28 weeks gestation, twins. The pre-term labor was treated with long-term IV magnesium and inpatient bed rest. The twins were delivered via cesarean section at 34 weeks, in 1995 (primary classical cesarean; bilateral partial salpingectomy, pomeroy type). On post-operative day #2 they were treated with IV antibiotics "for myometritis." Uterus was closed in a triple running, locked layer of absorbable suture. On post-operative day #5 it was decided to open the incisional wound as there was some swelling and redness around the central point [done at the bedside]. A clot was removed and the area was cleaned and packed with moistened gauze. A running absorbable suture was used on the fascia. The wound was debrided on post-operative day #6 and continued packing was done. Discharged in stable condition 7 days later.